Manufacturer narrative:
An event of cardiogenic shock and right ventricular dysfunction was reported. A returned device assessment could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Based on the available information, the cause of the reported incident could not be conclusively determined. The reported hospitalization and unexpected medical intervention were results of case specific circumstances as the patient was hospitalized and placed on ECMO and medication was administered. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device. Codes removed: health effect- impact code: 4624 surgical intervention.

Event description:
Clinical information: crd_1032 - sh device registry, patient site ID: (B)(6). It was reported that on (B)(6) 2025, a 31mm epic plus mitral valve was successfully implanted in a patient. Post-procedure, it was noted that the patient developed cardiogenic shock that required the patient be placed on extracorporeal membrane oxygenation (ECMO). After a positive outcome the patient was able to wean off ECMO after 7 days. The patient presented with right ventricular dysfunction on being weaned from ECMO. That led to re-entry for a few minutes and optimization of drug therapy. Furthermore, in the operating room, the patient required a transfusion of blood products and the administration of abundant procoagulant factors due to a significant coagulation disorder. There was the presence of lymphorrhage at the ECMO cannulation site, and conservative management was chosen. The patient is in good clinical condition and reported discharged on the 19th postoperative day.

Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
Clinical information: crd_1032 - sh device registry, patient site ID: (B)(6). It was reported that on 11 june 2025, a 31mm epic plus mitral valve was successfully implanted in a patient. Post-procedure, it was noted that the patient developed cardiogenic shock that required the patient be placed on extracorporeal membrane oxygenation (ECMO). After a positive outcome the patient was able to wean off ECMO after 7 days. There were no further incidents noted. No additional information was provided.